Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using a neoplastin ci + reagent on a stago analyzer. The meter result was 4.4 inr. The customer's coumadin was skipped based on the meter result. The laboratory result was 3.3 inr. The results were taken within 4 hours of each other. On (B)(6) 2020 the meter result was 4.8 inr and the laboratory result was 3.4 inr. The results were taken within 4 hours of each other. The customer's coumadin was skipped based on the meter result. On (B)(6) 2020 the meter result was 3.8 inr at 6:30 am and the laboratory result was 2.9 inr at 8:00 am. The customer¿s therapeutic range is 2.0- 3.0 inr.